Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, after placing the benchmark at the target location, the physician noticed the benchmark was leaking at the proximal end next to the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an effect to the patient.